Event description:
During the review of a poster at the (B) (6) meeting the following info was identified. Randomized controlled trial of osteoconductive fixation screws for anterior cruciate ligament reconstruction; pts with cyst formation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 205 mg/dl and 109 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.